Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received 2 appropriate treatments, both of which resulted in post shock asystole, and 10 inappropriate treatments. The device was started up at 22:38:57 on (B)(6) 2022. From 08:06:46 to 08:08:19 on (B)(6) 2022, an arrhythmia was detected three times. ECG shows vt from 120-130 bpm with CPR/motion artifact. At 08:08:57, an arrhythmia was detected. ECG shows vt @ 120 bpm with CPR/motion artifact. At 08:10:10, the patient received the first appropriate treatment. The rhythm at the time of treatment was vt @ 120 bpm with CPR/motion artifact. The post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. At 08:10:44, the patient received the second appropriate treatment. The rhythm at the time of treatment was vt @ 160 bpm with low amplitude cardiac signal. The post shock rhythm was CPR/motion artifact degrading to asystole. At 08:11:11, the patient received the first inappropriate treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity. The post shock rhythm was CPR/motion artifact transitioning vt @ 120 bpm with CPR/motion artifact. At 08:14:03, the patient received the second inappropriate treatment. The rhythm at the time of treatment was CPR/motion artifact. The post shock rhythm was CPR/motion artifact. At 08:17:49, the patient received the third inappropriate treatment. The rhythm at the time of treatment was CPR/motion artifact and electrode lead falloff. The post shock rhythm was CPR/motion artifact/pacemaker spikes/failure to capture. At 08:18:23, the patient received the fourth inappropriate treatment. The rhythm at the time of treatment was CPR/motion artifact/pacemaker spikes/failure to capture. The post shock rhythm was CPR/motion artifact/pacemaker spikes/failure to capture. At 08:18:57, the patient received the fifth inappropriate treatment. The rhythm at the time of treatment was CPR/motion artifact/pacemaker spikes/failure to capture. The post shock rhythm was CPR/motion artifact/pacemaker spikes/failure to capture. At 08:19:26, the patient received the sixth inappropriate treatment. The rhythm at the time of treatment was CPR/motion artifact/pacemaker spikes/failure to capture. The post shock rhythm was CPR/motion artifact/pacemaker spikes/failure to capture. At 08:20:18, the patient received the seventh inappropriate treatment. The rhythm at the time of treatment was CPR/motion artifact/pacemaker spikes/failure to capture. The post shock rhythm was CPR/motion artifact/pacemaker spikes/failure to capture. At 08:20:52, the patient received the eighth inappropriate treatment. The rhythm at the time of treatment was CPR/motion artifact/pacemaker spikes/failure to capture. The post shock rhythm was CPR/motion artifact/pacemaker spikes/failure to capture. At 08:21:23, the patient received the ninth inappropriate treatment. The rhythm at the time of treatment was CPR/motion artifact/pacemaker spikes/failure to capture. The post shock rhythm was CPR/motion artifact/pacemaker spikes/failure to capture. At 08:21:49, the patient received the tenth inappropriate treatment. The rhythm at the time of treatment was CPR/motion artifact/pacemaker spikes. The post shock rhythm is not available. The device was shut down at 08:26:54 on (B)(6) 2022. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.